Manufacturer narrative:
(B)(4). The insulin pump was received with a detached battery cap contact, a missing reservoir tube retainer, cracked battery tube threads, a cracked case at corner of the belt clip rails, and a cracked case along the side of the battery tube.

Event description:
Customer reported via phone call that insulin pump had detached battery cap contact, missing reservoir tube retainer. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.